Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device does not detect the test load and pads cable after the customer replaced the therapy port. The customer tried a known working pads cable and test load but the issue remains. There was no reported patient involvement/adverse patient impact.